Event description:
Patient with severe aortic stenosis was undergoing placement of medtronic corevalve evolut core valve size 29 advanced over the confida wire to the ascending aorta and then through the native aortic valve. Placement was confirmed with an aortogram. Moderate pacing was initiated and the evolut 29 corevalve was deployed, but not completely released by self-expanding stent inflation after confirming position with fluoroscopy. The valve was recaptured and deployed twice before satisfactory valve position was obtained. Position of the valve was being checked with tee when the patient went into asystole with no pulse or blood pressure. CPR was immediately initiated per acls guidelines and continued for at least twenty-five minutes without return of heart function. Patient declared dead. The device was removed by the provider and examined. No outward defects were identified by the provider.